Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, two episodes of automatic mode switching were noted due to r wave oversensing. Technical support recommended reprogramming the device. The patient is stable.